Event description:
Medtronic received a report that the pipeline was positioned through a vessel with many curves; although placed well beyond the curve, the distal end could not be opened. There was failure to open in the distal section. The middle section of the pipeline was positioned in a bend. The pipeline was not stuck in the capture coil. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no any additional steps or other devices required to open the pipeline. The pipeline was removed from a patient. The pipeline resheathed and removed with the microcatheter. The pipeline was used for an approved indication (on-label). The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for treatment of a fusiform, unruptured internal carotid artery (ica) links aneurysm. It was noted the patient's blood flow vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G3: the original aware date for this event was updated from 10-sep-2025 to 09-sep-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the proximal segment of the pipeline flex shield device was returned for analysis inside an open pipeline flex shield carton, inside a sealed biohazard bag, and inside a shipping box; the pipeline flex shield braid was not returned. Damaged location details: the pipeline flex shield pusher wire appeared separated proximally to the dps sleeve. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube was found stretched. The pusher wire was kinked at ~62.5cm from the broken end. No other anomalies were found. The fractured segment was sent for scanning electron microscopy (sem) failure analysis. Testing/analysis: per the sem test results, the broken end failed via torsional overload. Conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿failure/incomplete to open at distal¿ report could not be confirmed, as the pipeline flex shield braid was not returned with the pusher wire. However, the cause of the failure to open could not be determined. Possible causes include severe vessel tortuosity, the user deploying the braid at a vessel bend, or a damaged braid. The pusher wire of the returned pipeline flex shield was broken proximal to the dps sleeves. The broken end failed via torsional overload. Possible causes of the break failure include over-manipulation and twisting. In addition, the damage to the pusher wire (kink) and hypotube (stretch) indicates that high force was applied. The damage likely occurred when the customer attempted to advance the pipeline flex shield device through the catheter against resistance. Possible causes of resistance include a lack of continuous flush with heparinized saline during delivery. However, the cause of the resistance could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient had been undergoing treatment for a wide necked aneurysm (12mm) located in the ophthalmic segment of the internal carotid artery. The diameter was 4.5mm. The cause of the failure to open was unknown. It was noted that the aneurysm had been treated with coils.